Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.1cm. The insulation and the coil were noted to be kinked/damaged at 80.0cm from the connector pin, consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, the guidewire perforated the insulation of the left ventricular lead while it was being back loaded. The lead was replaced. The patient was in stable condition.